Event description:
It was reported that the left ventricular (lv) lead was reprogrammed and later capped due to diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2010; 6949-65 lead, implanted: (B)(6) 2005; 310f29 tissue valve, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.